Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported system diagnostics revealed high impedances on two contacts. In turn, replacing the ipg resolved the issue. Effective therapy was restored post operatively.